Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that their blood glucose was high at 941 mg/dl and that hospitalization was necessary due to diabetic ketoacidosis. At the time of the call, the customer had blood glucose of 208 mg/dl. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. Customer wanted to perform a high pressure test but did not have a clamp and will call back when clamp received to perform the test and further troubleshooting.